Event description:
Information received indicates the head section is drifting down overnight.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.